Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display and the log displayed "compressor failure -1001" and "5v self check failure-1172" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device powered on without display was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The customer's report of the log displayed "compressor failure -1001" and "5v self check failure-1172" error messages was verified and attributed to loose hardware (kept nuts) from the front panel stuck to the compressor magnet. The loose hardware caused damage to the compressor and the smart pneumatic module (spm) board. The loose hardware was properly secured and the compressor and spm board were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.